Manufacturer narrative:
Concomitant medical products: product ID: 3998, serial# (B)(4), product type: lead. Product ID: 3998, serial# (B)(4), product type: lead. Product ID: 7495-66, serial# (B)(4), product type: extension. Product ID: 7495-66, serial# (B)(4), product type: extension. (B)(4).

Event description:
The patient reported the leads pulled out of the implantable neurostimulator (ins) because she was very tall and the leads came out due to stretching. This event occurred in 2000. The indication for use was rsd/causalgia- complex regional pain syndrome. If additional information is received, a follow-up report will be sent.